Manufacturer narrative:
A specific root cause could not be determined. The issue is believed to be related to pre-analytic sample handling since various parameters were affected on the same sample.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
The customer reported that they received erroneous results for one patient sample tested for multiple analytes on 4 different analyzers: 2 p modules, 1 e module, and 1 core module. On this p module analyzer, results were questioned for gluco-quant glucose/hk (glucose) and alkaline phosphatase. Of the questioned values, the sample was found to have an erroneous glucose result that was reported outside of the laboratory. The sample initially resulted as 234 mg/dl for glucose and this value was reported outside of the laboratory. The physician questioned the result, so the sample was repeated on a different p module analyzer on (B)(6) 2013. The repeat result was 92 mg/dl. The sample was also repeated a second time on the original analyzer on (B)(6) 2013, resulting as 89 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The customer was asked, but did not provide the glucose reagent lot number or expiration date. The field service representative could not determine a cause. He checked system pressures and vacuum; all checked within specification. He checked cuvette wash/dry, detergent, and cell blank; all checked ok. He ran a precision study and this was within specification. The precision also compared well to other p modules at the site. The customer ran calibration and quality controls; all recovered within range. The system was found to be operational.